Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the non-abbott external ups (uninterrupted power supply) had an electrical short. The short was caused by spilled liquid from improperly placed cell-dyn sapphire analyzer waste tubing. The operator had not properly placed the waste tubing into the analyzer waste box container. The improper tubing placement caused waste fluid to contact the external ups and cause a short, which generated the burning smell and smoke. The smoke from the non-abbott external ups was limited to this part and did not spread to other parts of the equipment. The ups was replaced and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No returns were made available from the customer site for this evaluation. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed. No adverse trend or systematic issue was identified for the issue identified in the complaint. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the cell-dyn sapphire analyzer, no product deficiency and no malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke from the uninterruptible power supply (ups) of the cell-dyn sapphire analyzer. The customer reported a burning odor was observed and they noted the analyzer waste container was full and spilled on the floor. When the liquid overflowed and reached the ups, the customer heard a pop, saw visible smoke, and smelled burning. No fire or injury was reported.